Manufacturer narrative:
The user reported discrepancies between bg and sg readings, and declined to further troubleshoot because he was schedule to have his sensor replaced on , 12/4/25 this case was only for documentation as customer does not want to troubleshoot.per dms, the user is actively using the system. Case will be closed due to the user's refusal to troubleshoot. B4.date of this report 02 march 2026. G3. Date received by the manufacturer? 02 march 2026. H3. Device evaluated by manufacturer? No. H6. Type of investigation updated to 4111. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Event description:
Senseonics was made aware of an incident where the patient reported differences between sensor glucose (sg) and blood glucose (bg) readings. The patient refused to get any assistance from customer care as he already had an appointment to have his sensor replaced. The sensor was inserted on (B)(6) 2025 and the sensor had been in use for 175 days.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.